Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected. A field service engineer (fse) replaced controller board and module board, and the drawer issue was resolved. The customer tested the drawer and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was not detecting any cubies in the drawer. The customer confirmed that the machine had been rebooted twice, but it still failed to detect the cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.